Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation h3a: device evaluated by mfg- additional information h3b: evaluation included - additional information h6: additional information.

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with serial number (B)(6). The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. Share logs were provided. However, the data received reflected the transmitter with the serial number(B)(6) from inquisito. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(4). However, data for the transmitter with the serial number (B)(4) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.